Event description:
Device was implanted in 1999. At a 5-year follow-up, patient exhibited osteolytic lesions at the screw shafts. Device was revised 2005.

Event description:
It is reported that the device was implanted in 1999. At a 5-year follow-up, pt exhibited osteolytic lesions at the screw shafts. Device was revised 2005.

Event description:
It is reported that the device was implanted on 05/26/1999. At a 5-year follow-up, patient exhibited osteolytic lesions at the screw shafts. Devicewas revised 1/21/2005.